Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient had a breast biopsy and noticed the left breast was different. During an in-office visit she was diagnosed with a deflated left breast implant. As a result, the patient underwent removal and replacement with 375cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, chest injury. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 15, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 8.0 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).